Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A purchaser reported an intraocular lens (iol) was noted to be defective. There was patient contact, but no patient harm reported and the procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in the lens case. Solution is dried on the lens. Both haptics are bent in the gusset area. The optic is cut into three portions, typical of insertion and removal. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a non-qualified cartridge, with a handpiece that is only qualified for use with two specific cartridge models when used with this lens model. The customer indicated the use of a qualified viscoelastic. The root cause is most likely related to a failure to follow the dfu. The file indicates the use of a non-qualified lens/cartridge/handpiece combination. The use of non-qualified products may result in lens delivery difficulties or lens damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).